Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the upper case, lower case, side bail covers, ring cover and battery drawer were broken, the battery release, heart block and lead flex cover were contaminated, the side bails and ring were missing, and the battery flex was corroded and contaminated.